Manufacturer narrative:
(B)(4) for the reported event of stent prematurely deployed. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was used in the duodenum during an endoscopic ultrasound (eus) pancreatic pseudocyst drainage procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the first flange of the stent was successfully deployed. However, before beginning deployment of the second flange, the second flange prematurely deployed. The stent was removed from the patient with a snare and the procedure was completed with another hot axios stent and delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.